Event description:
It was reported that the customer experienced a cgm error 42. There was no adverse impact on the customer's blood glucose level. The customer contacted technical support, who provided complete pump reset information and guided the caller through the process. After the reset, the cgm error code did not reappear.